Manufacturer narrative:
The 1020379-2018-00020 is associated with argus case (B)(4), corega tabs 3 minuten. Corega tabs 3 minuten is marketed as polident in the us.

Event description:
Thrombosis. Cholesterol. Hypertension. Osteoporosis. Case description: this case was reported by a consumer via call center representative and described the occurrence of thrombosis in a female patient who received double salt denture cleanser (corega tabs 3 minuten) tablet (batch number mh141724a, expiry date august 2019) for prosthesis user. This case was associated with a product complaint. On an unknown date, the patient started corega tabs 3 minuten. On an unknown date, an unknown time after starting corega tabs 3 minuten, the patient experienced thrombosis (serious criteria gsk medically significant), cholesterol, hypertension, osteoporosis and product complaint. The action taken with corega tabs 3 minuten was unknown. On an unknown date, the outcome of the thrombosis was not reported and the outcome of the cholesterol, hypertension, osteoporosis and product complaint were unknown. It was unknown if the reporter considered the thrombosis, cholesterol, hypertension and osteoporosis to be related to corega tabs 3 minuten. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, the consumer informed the patient could not go to the street because she had thrombosis in both legs. She said she used corega for more than 15 years and the thrombosis appeared short time ago. She also said she would given the list of all the medicines she taken. She taken remedy for thrombosis, for cholesterol, for hypertension and for osteoporosis. So, she did not specified which medicines she had been taken.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of thrombosis in a female patient who received double salt denture cleanser (corega tabs 3 minuten) tablet (batch number mh141724a, expiry date august 2019) for prosthesis user. This case was associated with a product complaint. On an unknown date, the patient started corega tabs 3 minuten. On an unknown date, an unknown time after starting corega tabs 3 minuten, the patient experienced thrombosis (serious criteria gsk medically significant), cholesterol, hypertension, osteoporosis and product complaint. The action taken with corega tabs 3 minuten was unknown. On an unknown date, the outcome of the thrombosis was not reported and the outcome of the cholesterol, hypertension, osteoporosis and product complaint were unknown. It was unknown if the reporter considered the thrombosis, cholesterol, hypertension and osteoporosis to be related to corega tabs 3 minuten. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, the consumer informed the patient could not go to the street because she had thrombosis in both legs. She said she used corega for more than 15 years and the thrombosis appeared short time ago. She also said she would given the list of all the medicines she taken. She taken remedy for thrombosis, for cholesterol, for hypertension and for osteoporosis. So, she did not specified which medicines she had been taken. Follow up information was received for correction on 19 mar 2018, the initial case was opened the product complaint by call center, but this investigation it was not related to adverse event. Therefore, the event product complaint should not had been added for this case, so would exclude the event product complaint.

Manufacturer narrative:
1020379-2018-00020 is associated with argus case (B)(4), corega tabs 3 minuten. Corega tabs 3 minuten is marketed as polident in the us.